Event description:
Additional information: it was reported that the patient had their implantable pulse generator repositioned due to discomfort and the patient had no complaints after re-implanting the device.

Event description:
It was reported that the physician was dissatisfied with the shape of the activa pc. The physician stated that it caused discomfort in patients that sometimes lead to revision surgeries to adjust the neurostimulator location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).